Event description:
It was reported that during a ptca/stenting procedure, a stent was deployed in the right coronary artery. No post-dilatation was performed. The pt received anticoagulation therapy during the procedure. Two days later, the pt experienced unstable angina, and experienced an acute mi. The right coronary artery was occluded at the site of the previously implanted stent. The stent was reopened. The pt received anticoagulation therapy. No other info was provided.